Event description:
It was reported during surgery, the surgeon tried to drill to insert the screw, and he felt that the drill hit the most proximal screw hole (difficult to drill). He removed the nail to confirm, and he found that the nail tip (connection part to the device) was broken. The reaming was not done though, he strike to the nail to insert the nail into the pt's bone. There was no broken part in the pt, and the procedure was completed to use another nail.

Manufacturer narrative:
Add'l info has been requested and if rec'd, will be provided on a supplemental report.